Manufacturer narrative:
H.6. Investigation: three photos of an insulin pen were returned. Visual examination was carried out on the returned photos and a broken piece of cannula was observed stuck inside the septum of the pen. No DHR review can be carried out as lot number is unknown. Due to the condition the sample was returned this cannot be confirmed to be manufacturing related.

Event description:
It was reported bd autoshield duo safety pen needle had its cannula break off, rendering the device unusable. The following information was provided by the initial reporter, translated from japanese: "broken needle on the cartridge side it is said that the needle on the cartridge side remained on the pen".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd autoshield duo safety pen needle had its cannula break off, rendering the device unusable. The following information was provided by the initial reporter, translated from (B)(6): "broken needle on the cartridge side it is said that the needle on the cartridge side remained on the pen"